Event description:
México: allegedly, spontaneous deformation of the right breast occurred approximately seven months after primary breast augmentation, leading to revision surgery during which rupture of the implant was identified. (Sn: (B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture